Event description:
Patient underwent uneventful ilasik in both eyes on (B)(6) 2014. Patient presented at 1 day post op with striae in the left eye. Visual acuity sans correction (vasc) was 20/20 in the right eye and 20/30 in the left eye. Flap lifted and stretched in the left eye on (B)(6) 2014 without incidence. Follow-up from primary eye care provider on (B)(6) 2014. Vasc 20/20 in the right eye and 20/40 (pin hole 20/25) in the left eye. Slit lamp evaluation; right eye clear, left flap in place, no striae, bandage contact lens in place. Bcl removed.

Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.